Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and the system delivered shocks; however, they were "inadequate shocks" so the vt was terminated by external cardioversion. The patient's medication was adjusted and the device and right ventricular lead remain in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: unk lead implanted, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed with no anomalies. This device was included in a field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.